Event description:
It was reported that "during the disconnection process, we detected a scission/slit on the arterial catheter part, which remains out of the body, in combination with corrosion of the plastic catheter material. This part was removed and while we were attempting to connect the arterial tesio extension with the remaining catheter part, another scission/slit was noticed on the catheter and as a result we did not manage to connect these two parts."

Manufacturer narrative:
Received a 17.6cm length of an arterial tesio lumen, and a 15.9cm length of venous tesio lumen. Neither piece leaks when flushed, no holes detected. Material is smooth to touch. An investigation has been initiated. The sample was forward to the MFR for eval. When the investigation is completed, a final report will be submitted.